Manufacturer narrative:
The field service engineer (fse) did not observe any instrument or hardware related issues while at the customer site. The fse performed a passing high sensitivity system check to verify instrument performance was acceptable. No system issues were noted. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. A definitive cause of the incident is unknown.

Event description:
The affiliate reported the customer alleged one false positive troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. A second sample was obtained from the patient several hours after and analyzed on the same instrument; a normal result was obtained. A reanalysis of the original sample recovered lower results. The erroneous result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. An amended report was issued to the hospital. Quality control (qc) was within the laboratory's established ranges at the time of the event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.